Event description:
It was reported to philips the touchscreen was not working correctly. There was no patient involvement or harm. This event was reported to have occurred outside of clinical use. The customer spoke with a philips remote service engineer (rse). The rse discussed proper cleaning methods for the touchscreen and provided the part number for the touchscreen. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
Following the evaluation of the device, the customer was able to resolve the issue by cleaning and calibration without needing to replace parts. The unit was then functionally tested and successfully passed specified tests. No other abnormality was observed.